Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 01 jan 2016, the medical affairs director performed a clinical evaluation and commented as follows: insert replacement after one year in order to increase soft tissue tension. No evaluation is really possible because only one lateral xray is supplied. According to report, patient's soft tissue had been stretched over the year and the surgeon felt that a thicker insert was beneficial for additional stability. Root cause for reoperation is reportedly soft tissue stretching. No reason to suspect that implanted devices were faulty. Batch review performed on 15 january 2016: (B)(4).

Event description:
During a post-operative check-up the surgeon noticed the patient was having soft tissue stretching which lead to instability of the knee. He decided to increase the insert from 13 mm to 17 mm. The surgery was completed successfully. X-rays will be available. The explant will not be returned.